Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station at ormond roc was completely down. Customer stated that there were no other pyxis devices at this location. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the station communication. A technical support specialist (tss) dialed into porocxfl1 and found no issues with the station but noted that the station uptime was 176 hours. The station was rebooted, and its successful operation was verified. The tss then accessed the enterprise server and logged into the pes, confirming that the station's last upload, download, and heartbeat were current. But customer informed that the this was not the correct device. After dialing into station obrocx01, the tss confirmed that station communication with the enterprise server was functioning normally and that the station was operating without issues. The tss contacted the customer and advised verification. After reviewing the configuration, the tss confirmed that there were no issues with the station. The system functioned as intended after the technical support specialist investigated the device.